Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, a perforation was observed and a fluid loss alarm of 42 cc/min occurred. The fluid temperature was still cool and the case was continued. A second fluid loss occurred at a rate of 37 cc/min. The temperature was still below 50 c, still the case was continued. There was a third fluid loss alarm of 32 cc/min after which the procedure was aborted. The maximum fluid temperature was 52 c at the last alarm. Follow up info received on may 5, 2009 and may 13 2009 revealed there was no leaking at the cervix, and the perforation was cauterized with a versa point roller ball was used to treat the perforation, and there was no indication of overdilation. Although it is thought that the perforation was caused by a previous laparoscopic procedure, this info cannot be confirmed. There were no further pt complications reported as a result of this event.

Manufacturer narrative:
The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.